Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower three patients that had been admitted to nicu for 30+ days were not showing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not in the pyxis. A technical support specialist (tss) connected with the customer and confirmed the last activity was past the inactivity time hence why it does not show. So, the tss educate on a workaround. The system functioned as intended after the technical support specialist investigated the device.